Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple months from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure, and the patient was doing well postoperatively. The explanted ipg was discarded by the medical facility.